Manufacturer narrative:
It was reported that explants are not available for investigation and that surgeon considers this event not to be product related.

Event description:
It was reported that patient underwent a revision surgery with exchange of femoral head, acetabular cup and acetabular liner following two dislocation in two weeks before revision, when twisted his leg.

Manufacturer narrative:
(B)(4).